Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citations: graefe's archive for clinical and experimental ophthalmology (2024) 262:567¿574 https://doi.org/10.1007/s00417-023-06246-3.

Event description:
Title: comparison of clinical outcomes between gonioscopy-assisted transluminal trabeculotomy and trabeculectomy in advanced-stage pseudoexfoliation glaucoma. The aim of this study was to compare clinical outcomes between gonioscopy-assisted transluminal trabeculotomy (gatt) and trabeculectomy (trab) in patients with advanced-stage pseudoexfoliation glaucoma (pexg). This comparative study comprised 62 patients who underwent gatt (n=31) or trab (n=31) for advanced stage pexg. A 5¿0 prolene suture was inserted into the ac after blunting the tip of the suture with light cautery. The reported complications included mild to moderate degrees of hyphema (n=22), intraocular pressure higher than 25 mmhg (n=6) and descemet membrane detachment (n=1). In conclusion, in advanced-stage pexg patients, at 12 months following surgery, comparable iop reduction rates were observed after both gatt and trab.